Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was shooting during prime rather than slow drip. The customer¿s blood glucose level was unknown. The customer also reported that the battery life diminished, rejected new batteries, pieces of plastic chipping off and no delivery alarm. The device will not be returned for analysis.